Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system non-dehp soln sets disconnected. It was further reported "the incasing, clear connecting component of the filter kept popping off". This issue occurred during an unknown process step while connected to the patient, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the tape down clip was observed separated from the pall medical filter. Functional testing, including pressure and clear passage underwater testing were performed with and with the tape down clip, and the device performed according to product specifications. The reported condition was verified. The cause of the event was due to lack of solvent uniformily applied to the circumference of the ports tape down clip during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.